Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp.a follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the integrated pressure cable on the cardiohelp was not reading pressure and they had to ¿jiggle¿ the cable to get it to work. No harm to any person has been reported. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the integrated pressure cable on the cardiohelp was not reading pressure and they had to ¿jiggle¿ the cable to get it to work. The customer has a third party servicing agreement and does not rely on getinge for service unless the third party company cannot fix the failure. The customer will purchase a hls cable and exchange on their own. A getinge employee trained the customer on the cardiohelp and informed them that they were not cleaning the cable in accordance with the instructions of use (IFU) of the cardiohelp device. The getinge employee went with the customer over proper cleaning instructions per IFU. The getinge technician confirmed that the root cause is following: the customer is using some cleaning solution that has caused the interior of the hls cable pins to be corroded. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. Referring to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Moreover, according to the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. According to the instructions for use (IFU) of the cardiohelp (chapter 10 "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in the IFU chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2023-12-06 for the period of 2017-06-21 to 2023-10-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-06-21. Based on the results the reported failure "pressure reading issue due to corroded hls cable pins" could be confirmed, but was not a device related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : third party service